Manufacturer narrative:
Additional data: the reporter indicated the lens was explanted from the right eye (od) on 11/13/2018. The reporter indicated prior to explanting the lens, the vault was good and there was no lens rotation. The cataract was a cortical (anterior), nuclear and posterior subcapsular. The cataract was age-related. There was no patient injury when removing the lens from the eye. An intraocular lens (iol) was implanted after the cataract was removed. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon explanted an implantable collamer lens, due to the development of a cataract. The lens was in the patients eye for 15 years. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.